Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on 03/09/2017 for seal between distal body and distal cap. The device failed the inspection criteria. The device was returned to pentax medical on 03/10/2017 where additional inspection was performed on 03/13/2017, and the (B)(6) inspector found the following: equipment serviced by non-pentax facility, distal cap missing silicone, insertion tube non-pentax technique, passed wet leak test, umbilical cable severe crush, lightguide prong cover glass set loose, passed dry leak test, customer complaint confirmed, light carrying bundle distal cover glass middle chipped, fluid invasion not observed in pve connector, control body mild corrosion inside, bending rubber non-pentax material, primary operation channel resistance. Repairs were performed which included replacement of the following components: o-rings and seals, air/water tube, deflector operating wire, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, connecting receptacle(2), connecting receptacle (3), light guide cable, distal case/cap, distal end w/ccd-m imp-t pb-free/nt, bending rubber, distal case/cap. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on (B)(6) 2017.